Event description:
It was reported that post-op of a hand assisted colectomy procedure, the patient had a post-operative anastomotic leak. The surgeon stated that he leak checks and does a visual leak check and always checks the donuts for all of these types of procedures. The patient returned for reoperation within one to four days. The patient recovered. The surgeon noted that there were some malformed staples found during the reoperation. No device returning. No additional information available.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.